Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure, a lead was damaged upon removal from the pulse generator. The device was explanted and replaced as planned.